Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test, due to protruded and loose drive support disk. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 250mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).